Event description:
Procedure type: lap gastric banding. According to the reporter: surgeons cut the mesh into approximately 10cmx8cm oval and sew lap-band adjustment port to it with suture and tacks, securing all 4 corners. After experiencing at least 10-15 flipped ports recently, at least 4-5 patients required re-operation to reposition the band port. Upon second look, surgeons found no mesh attached to the port. All four suture locations still had suture attached but no mesh was present. Suture also pulled through the mesh very easily prior to placing port/mesh into patient.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00043, 9615742-2012-00042, 9615742-2012-00045, 9615742-2012-00044.